Event description:
Customer reported a past low blood glucose event with the lowest level at 50 mg/dl. The customer consumed carbohydrates to address the low event and was advised by tandem technical support to consult a healthcare provider for further discussion on factors affecting glucose levels. Additional training was recommended, including creating a new exercise profile, and resources were provided for support. The customer was satisfied with the assistance and planned to follow the advice given.